Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited high, out-of-range (oor) shock lead impedances (sli) measuring greater than 200 ohms. Upon further review, there was a zero ohm measurement and another greater than 200 ohms from three years ago. Technical services suspects that it was due to electromagnetic interference (emi). Additional information obtained from the field representative suggests the patient goes to the chiropractor and uses a tens unit. The oor sli were erroneous measurements due to emi. Additionally, it was noted that right ventricular (rv) pacing impedances have decreased from high 400s to 360 ohms. There is no noise or any stored events on the rv channel. At this time, the device remains in service. No adverse patient effects were reported.